Manufacturer narrative:
Follow-up # 1 ¿ (05/26/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a power issue (does not turn on). In addition, the subject meter did not provide a replace battery icon. This complaint is classified according to the documentation of the customer care advocate. The patient claimed that the power issue occurs every two weeks. The battery indicator reportedly never appeared prior to the power issue. The meter powers on when she replaced the battery. As a result of the power issue, the patient allegedly would manage her diabetes by taking less food/drink. The patient indicated that she developed symptoms of ¿shaking, nauseous, and blurry vision¿ due to the product issue. The power issue was not resolved with training as the patient did not have any test strips to power the subject meter on. There was no product misuse. The subject meter powers on with the power button. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.